Manufacturer narrative:
Concomitant medical products: product ID: 37761, product type: recharger . Found evidence of broken connector pins. Applies to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient received the new desktop charger and this resolved the reported pain. No additional symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had plugged the desktop charger into the recharger backwards, so the connector pin had broken. The patient reported she was suffering and in pain, but stated she was always in pain. Patient was issued a new desktop charger. Additional information received stated that the desktop charger had been delivered to the wrong address and the patient reported that she was "dying without the device." The patient reported that she loved the device but was suffering without it. Patient was sent another desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.